Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the cartridge and infusion set to resolve the issue, but ultimately, the pump was replaced and the customer continued to use the current pump and will revert to an alternate method of insulin therapy if needed.